Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the pt developed capsule contraction syndrome and the lens tilted; subsequently the at-50ao lens was explanted and replaced with same model and diopter size lens. Sutures were necessary. The pt's preoperative bcva was 20/25. The pt's bcva prior to lens exchange was 20/25 (as of (B)(6) 2012). The pt's most current m/r and bcva are not available. In the surgeon's opinion, the likely cause of the event was due to the fact that the lens did not sit far back in the bag. The pt's current prognosis and treatment is described as good.